Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number 1627487-2022-06249. It was reported the patient experienced inadequate stimulation with their drg system. Surgical intervention was undertaken on (B)(6) 2022 whereby two leads were added to the patient¿s system. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.